Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was not returned for evaluation. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed functional testing and visual inspection; the batteries were able to adequately connect to a controller. No anomalies were observed. As a result, the reported poor mechanical connection event could not be confirmed. Raw log files were not available for analysis. Review of the available autologs report revealed a controller power up event logged on 26-dec-2020 at 05:06:31. Prior to the loss of power, (B)(6) was connected to power port one and (B)(6) was connected to power port two. After the loss of power, no power source was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 10 seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6), d9: yes, return date: 21-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6), d9: yes, return date: 21-feb-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 09-aug-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 03-oct-2019. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and two batteries exhibited poor mechanical connections associated with a double power source disconnection and loss of power to the controller. The two batteries would not secure to the controller and would slip off. The controller remains in use and the batteries will be replaced. No patient complications have been reported as a result of this event.